Event description:
It was reported that this recently implanted cardiac resynchronization therapy defibrillator (crtd) exhibited left ventricular (lv) lead loss of capture (loc). There were three instances of loc that occurred overnight when the patient was hospitalized after the procedure. The patient discharge from the hospital was delayed. Technical services (ts) was consulted and discussed that since the device was checked and no further loc were noted, they can continue to monitor for now. This crtd remains in service. No adverse patient effects were reported.